Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Low flow alarms were unable to be confirmed through this evaluation as no log files were submitted, and a specific cause for the low flow alarms could not conclusively determined. It was reported that heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation as an autopsy was not performed. The patient¿s outcome was not considered to be device related. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists other neurological events (not stroke-related) and death as adverse events that may be associated with the use of heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU provides an explanation of all pump parameters, including flow and power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The hm3 (heartmate 3) lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had returned home from rehabilitation and within a few minutes of arrival, fell and became unresponsive. The patient was intubated in the field as they were unable to protect their airway. The left ventricular assist device (lvad) was interrogated, and multiple low flow alarms were seen. Computed tomography (CT) imaging and laboratory values were unremarkable initially, except for a pro-bnp (brain natriuretic peptide) of 15,924 pg/ml. The patient was admitted directly to the intensive care unit (ICU). The patient quickly had escalated vasopressor requirements. An echocardiogram showed signs concerning for right ventricle failure and appeared dilated, central venous pressure (cvp) of 20 and pulmonary artery diastolic pressure of 20 mmhg initially and a cardiac index of 1.67 liters/minute with mixed venous gas of 46%. The patient developed signs of end organ failure with worsening renal function and lactic acidosis. Thorough family conversations were had and decided to place the patient on comfort measures on (B)(6) 2023. The patient was pronounced deceased at 8:38pm. The outcome was not considered device related. The pump was not explanted.